Event description:
An unknown failure was reported to have occurred during the use of the homechoice device. There was no patient injury reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation, it was determined the reported problem was a power failure. The cause of the issue was determined to be a depleted lead acid battery. The battery was scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the following alarms noted: (B)(6) 2014 20:50:20 check supply line, (B)(6) 2014 17:18:45 check supply line, (B)(6) 2014 17:15:07 check supply line, 12/03/13 11:06:29 check patient line, (B)(6) 2013 02:24:42 low drain volume, and (B)(6) 2013 07:06:18 low drain volume. Numerous battery failed listed in the event log. A visual inspection was performed. Functional testing was performed with no issues noted. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem could not be identified through the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.